Manufacturer narrative:
The reported product has been returned and is currently undergoing investigation. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported that their abbott diabetes care device did not power on. The product was returned and investigated for the power issue, however during investigation external burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection was performed on returned reader and burn marks were observed on sensor casing. At this time cable and adapter has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader, cable and adapter was reviewed and the dhrs showed the products met specifications prior to release to distribution. Further investigation was conducted, where a visual inspection was performed on the de-cased reader and its printed circuit board assembly (pcba). Burn marks were observed on pcba, haptic motor, lcd (liquid crystal display) screen, resistors, battery connector, battery wire. Swollen battery was also observed. After r&d consultation a further investigation was performed and determined that the returned reader was likely exposed to microwave frequencies which damaged pcba and lcd. Attempted to turn on the reader and was unable to do so by button press, strip insertion, or connecting through a universal serial bus (usb) cable. Therefore, issue is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported that their abbott diabetes care device did not power on. The product was returned and investigated for the power issue, however during investigation external burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.